Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 44 mg/dl. Customer stated that they took 15 grams of carbs and her blood glucose raised to 55 mg/dl. Customer's blood glucose was 79 mg/dl at the end of call. Insulin pump will not be return for analysis.